Manufacturer narrative:
Analysis was normal. No anomalies were detected.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-26171. It was reported that the patient was admitted to the hospital upon exhibiting episodes of syncope. Upon interrogation, it was found that the patient's atrial and right ventricular leads exhibited high capture threshold. Both leads were explanted and replaced. The patient was stable.